Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a breach of the lateral cortex of the pedicle occurred with the aid of navigation involved, although: there is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this anticipated risk are already in place for the brainlab device. The surgeon has detected the shift of navigation information with the according measures in place. There have been no negative clinical effects for this specific pt. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for determined shift is that the quality of the specific scan provided by the neurological bodytom CT scanner was not suitable for usage with brainlab navigation. The bodytom can't be relied on to generate scan images in a spatially reproducible position (relative to a defined operating room coordinate system), regardless of a prior spatial calibration. In some cases a prior calibration for linear gantry movement has been lost without reasonable means for the user to detect that. Further, an even operating room floor is a requirement to ensure reproducible movement of the bodytom scanner. This apparently is difficult to ensure and maintain over time and is difficult or impractical to detect. An operating room floor generally rated as even may still contain areas of local unevenness. Brainlab navigation has only been validated for correctly calibrated gantry movements and requires an even operating room floor when using the bodytom scanner. The resulting shift of navigation information compared to the actual patient anatomy has been detected during the required accuracy verification by the user. In this specific case the user decided to continue the surgery with the aid of navigation and additionally with the images provided by a 2nd fluoro scanner. There is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this anticipated risk are already in place for the brainlab device.

Event description:
A spine surgery (open stabilization of the vertebrae l3 to l4) was planned to be performed with the aid of brainlab spine and trauma 30 navigation system. During the procedure the surgeon: attached the navigation reference on vertebra l4 performed the initial registration of the patient (matching of virtual display of patient image data and actual patient anatomy) with automatic image registration of CT-scans intra-operatively obtained with verified the accuracy of the registration on l3 and observed an inaccuracy placed the screws with a combination of navigation and 20 fluoro images when preparing the screw canal with a navigated probe on l4, the lateral cortex of the pedicle breached. The surgeon continued the surgery without the aid of navigation and was able to readjust the trajectory and placed the screws successfully. There have been no negative clinical effects for this specific patient.